Manufacturer narrative:
The event of capsular contracture (grade iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii", "double capsule" and "yellow discoloration". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "anxiety related to biocell texture, felt a "strong weight", ultrasound showed "small seroma". The device remains implanted. This is for the left side.